Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they were not receiving audible alerts from the g5 application on (B)(6) 2016. Patient was advised to remove and reinstall the application. No injury or medical intervention was reported.